Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that there was no delay to the procedure.

Manufacturer narrative:
Patient weight not available. A medtronic representative went to the site to test the equipment. Testing revealed that the time/date grub menu was incorrect and was suspected to be a possible issue for the system. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that intra-operatively, the screen turned off in the middle of registering. The site used a different system to finish the case. There was no reported impact to patient outcome. A manufacturer representative reported that while checking out the system, the grub menu issue popped up when trying to boot up the system. After rebooting in recovery mode, the time and date were not correct. The system was then booting up without issue.